Event description:
The customer reported a minimum fill notification while reloading the insulin cartridge, which had 80 units or more remaining. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth, but reloading the same cartridge did not resolve the issue. The customer decided to wait until the following day to load a new cartridge.